Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2014, due to recurrent skin overgrowth at the implant site. A longer abutment was placed during the procedure, and the patient is successfully using their device.